Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that during pt treatment, the anesthesia workstation alarmed for leakage. The unit was removed from use and replaced with another unit. Upon trouble shooting, the staff located the leakage to one of the co2 absorber valves between the co2 absorber and the pt cassette. The co2 absorber was removed and reinserted and a successful system check out was performed. There was no harm to the pt. (B)(4).